Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed a pump stop due to the motor stop command being received; however, a specific cause for motor stop command being received could not conclusively be determined through this evaluation. A head computed tomography (CT) scan and CT angiography were conducted, which revealed a subarachnoid hemorrhage (sah) and subdural hematoma (sdh). Upon interrogation of the device, a pump stop event was noted on 31jul2023. The controller event log file contained events from 30jul2023 through 02aug2023. On 31jul2023 a brief pump stop was captured due to the motor stopped command being received. The event lasted approximately 2 seconds, following which, the pump regained speed and resumed normal operation. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was later reported that a specific cause for the pump stop was unknown. The patient remained admitted with anticoagulation medication held and their blood pressure (bp) controlled. The patient would continue to be monitored and hopefully reactivated on the transplant list once stable. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, introduction¿, lists stroke and bleeding as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿system monitor¿, states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a drop in hemoglobin and had subtherapeutic inr . The patient had a subarachnoid hemorrhage, as confirmed through a computed tomography (CT) scan. Log files revealed an intentional pump stop had occurred on (B)(6) 2023. It appeared that the system controller was connected to the power module at the time of the event and the pump stop was a result of the pump stop button having been pressed on the system monitor. The cause of the pump stop was unknown. The patient was listed for a heart transplant.